Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported the infusion headsets leak insulin near the clear membrane after a day of use. He practices site rotation and inserts the headsets at a 45-degree angle. He does hear an audible click when the tube is connected to the headset. The infusion sets were replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified. A visual inspection and tests for flow, leak, and click were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak, and click. All test results were within specifications.